Manufacturer narrative:
Batch review performed on 05 june 2020: lot 1903222: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 05 june 2020: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1810793. Lot 1810793: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting a leg length discrepancy. Primary case was amis and there were no trouble during stem implantation. The surgeon checked the leg length using a overlay on the c-arm image of a scout film. However, sometimes he had to adjust the bed height and the images are off. The stem set proud (higher than it should have been in relation to the femur) after the primary surgery. The surgeon revised the stem and head 3 months after primary. The surgery was completed successfully.